Event description:
Related manufacturer reference number: 2017865-2025-11573. It was reported that loss of capture was noted on the right atrial (ra) lead. An x-ray revealed an ra lead fracture. During the procedure, the physician could not advance the stylet in the ra and the right ventricular (rv) leads. The ra and rv leads were explanted and replaced. There were no adverse health consequences, the patient was in stable condition.

Event description:
It was reported that the patient presented to the cath lab for right atrial (ra) lead revision due to dislodgement. I was also noted that the ra lead had fractured. The ra lead was explanted and replaced. There were no adverse health consequences to the patient.

Manufacturer narrative:
The reported events of failure to capture, failure to advance stylet and lead fracture were not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures; however, an internal short was noted between conductors due to procedural damage to the inner insulation. The stylet insertion / removal test was unable to be performed due to the condition of the lead. Visual and x-ray examinations did not find any anomalies except for procedural damage.